Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure to treat a renal arteriovenous fistula (avf) using ruby coils, a non-penumbra microcatheter and non-penumbra catheters. It should be noted that the patient's anatomy was tortuous and calcified. During the procedure, the microcatheter was placed in the avf shunt and subsequently, resistance was encountered while advancing the distal part of the first ruby coil in the distal tip of the microcatheter. Therefore, the ruby coil was removed. The procedure was completed using a pod coil, a ruby coil, and a pod packing coil (pod pc) with the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned ruby coil revealed offset coil winds. If the device is forcefully advanced against resistance, damage such as this may occur. The ruby coil was returned without its introducer sheath; therefore, the ruby coil was re-sheathed with a demonstration introducer sheath; subsequently, the ruby coil was unable to be advanced or retracted any further within the introducer sheath. The root cause of resistance during the procedure could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.